Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 2067, rf (radio frequency) head. (B)(4).

Event description:
It was reported the programmer does not startup. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.